Manufacturer narrative:
Stelkast was made aware of a size mismatch post-operatively. The surgeon was notified by the attending sales representative. The surgeon elected not to revise. No malfunction of the device was alleged.

Event description:
A size 3 tibial insert was implanted with a size 3.5 femur. The surgeon was notified but elected not to revise.